Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019.

Event description:
Touch pad is faulty. There was no patient involvement.

Manufacturer narrative:
MFR received date 03 dec 2019. Date of report received 03 dec 2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.